Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent hysterectomy surgery on an unknown date and suture was used to sew the vaginal stump. After the surgery, the suture was found not absorbed. Then the second surgery was performed to remove the suture. It was reported that according to the customer feedback, the patient suffered from urethral calculi and other complications. Additional information has been requested.